Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006530 bone scr lot 61911791. 00625006530 bone scr lot 61920608. 00875101236 neutral liner 36 mm lot 61666132. 00771101100 femoral stem 12/14 lot 61915146. 00875705602 shell with multi holes lot 61914238. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01117 stem.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty nine years ago. Patient claims to suffer unknown injuries and is considering revision surgery on an unknown date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: a1, a2, a6, b4, b5, g4, h2, h3, h6. Corrected: d6. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : the patient is being considered for a revision procedure. The lab reports showed that patient had elevated metal ions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty nine years ago. Patient claims to suffer unknown injuries and is considering revision surgery on an unknown date. It is noted patient has elevated metal ions. No revision has been reported at this time. Attempts have been made and no further information has been provided.